Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx laa closure device was implanted. The patient was discharged the same day after the procedure was completed without complications. Later that day, the patient began to experience slowed speech and went back to the hospital. A computer tomography (CT) scan was completed of the carotid arteries. A right carotid artery blockage was noticed, and a tissue plasminogen activator (tpa) was administered. The source of the stroke was unknown; however, it was noted that the patient discontinued the oral anticoagulation medication (xarelto) on their own prior to when instructed to. The patient was instructed to remain on oral anticoagulation medication and was discharged home.